Event description:
The pt reported the implant of a protegen sling for treatment in september 1998. Following the surgery, the pt reported experiencing pain and being placed on medication for infection. The pt reported that in september 1999, the sling broke through the anterior vaginal wall resulting in bleeding, infection, spasms, pain and discomfort. A corrective surgical procedure was performed "where the device was left in the body and restitched". Bleeding and infections continued and during excision of the sling in 2001, the pt reported it was discovered that the sling was eroding the urethra at the bladder neck. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.